Event description:
Initial reporter indicated that in early 2008, they had their vns removed because of a broken lead wire. X-rays were taken per the patient and showed that lead wire was broken. Physician also found no activity when doing diagnostics. No trauma or manipulation was reported. The event was reported by the patient and no further contact information has been provided to follow up with the patient's physician. A device malfunction is suspected against the lead.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.